Event description:
Related manufacturer reference number: 3006705815-2022-00609 it was reported the patient experienced ineffective therapy. Diagnostics indicated the leads had high impedance on 13 of the 16 contacts. The leads showed a fracture at the point they were sutured to the muscle, confirming the damage to the leads. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.